Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred.   The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A 10/4.00 flextome cutting balloon catheter was advanced/selected to pre-dilate the target lesion. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device successfully. No patient complications were reported.